Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was not identified. The foreign material was unremoved because the device was not reprocessed properly due to deformation of up-down/right-left knob and due to a cut on connecting tube which resulted in the loss of water tightness. The instructions for use states the detection methods associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection." And the prevention methods in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign objects on the nozzle, adhesive on bending section cover, and bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.